Manufacturer narrative:
Labeling error identified prior to use. No patient involvement reported. Correction taken with recall (B)(4) reported to local regional FDA office. Corrective action taken to improve manufacturing process and visibility of this type of labeling error will be reported in recall status reporting. Follow-up report will be submitted if additional information is available. Evaluation: photograph proved by customer with the compliant report confirms the right paranasal (op9520) is in a packaged labeled as op9519 (left).

Event description:
On (B)(6) 2019, a physician reported to our (B)(4) distributor that a op9520 petite paranasal - right was labeled as a op9619 petite paranasal - left. The specific reported information from the distributor's email was: "our client claimed the implant (ref: op9519)was not labeled correctly. Op9519 shall be petite paranasal-left, however he found op9519 and op9520 were exact same for paranasal right while opened the sterilized packaging".